Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air) on the homechoice system during dwell 4/6. The caregiver (cg) stated the heater bag was leaking at the port where the bag was spiked. The tsr advised the cg to let the nurse (rn) know of the air detect alarm. The home patient (hp) would complete therapy manually.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.